Event description:
It was reported that the patient underwent a sling procedure in 2005. The following month the patient developed a urinary tract infection of mild intensity. The patient was treated with noroxine, twice a day, and the urinary tract infection was cured 7 days later.